Event description:
It was reported that during a reimplant procedure the device was attempted to be implanted but was unsuccessful due to perforation with an artificial urinary sphincter (aus). The device was not implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during a reimplant procedure the device was attempted to be implanted but was unsuccessful due to perforation with an artificial urinary sphincter (aus). The device was not implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.